Event description:
A nurse reported that she was manipulating the injection gold probe after the procedure was completed and the sheath gave way halfway up the shaft. As the metal inner probe broke through it, it impaled her hand and left a piece of metal in her hand. The metal piece eventually worked itself out approximately 7 days later.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.